Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced and it could be a potential cause of obstructing and causing resistance on the dilator insertion; however, this could not be conclusively determined. A device history record was performed for the finished device 00001819 number, and no internal action related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small for which biosense webster¿s product analysis lab identified that the hemostatic valve was not found in the hub component. The finding was identified on 12-may-2022. It was reported that during the operation, the inner sheath couldn¿t advance in the outer sheath due to an impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Hemostatic valve separation is MDR-reportable. Resistance with sheath is not MDR-reportable.